Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture baker grade IV. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old female patient underwent a breast augmentation primary with mentor memorygel breast implants 600cc and experienced bilateral capsular contracture baker grade IV. As a result, the patient underwent removal on (B)(6) 2019. This report is for the right side.

Manufacturer narrative:
Device evaluation summary: during evaluation of the device it was observed a rupture measuring approximately 30.5 cm located at the anterior view, within the rupture a crease was noted, also some creases were observed in anterior and posterior view, . Postoperative formation of a fibrous tissue capsule around a mammary prosthesis is a normal physiologic response to the implantation of a foreign object and occurs in all patients in varying degrees. In some cases, contracture of the fibrous capsule may occur. This phenomenon is referred to as capsular contracture. A crease/fold failure may be the result of the continuous and sustained stresses to the device caused by the capsular contracture. It is possible the rupture was caused by the stress occasioned to the shell by the capsular contracture. An investigation of the returned device was performed, and mentor could not uncover a device failure that we could connect to the reported medical symptoms manufacturer¿s reference number: (B)(4).